Manufacturer narrative:
Investigation summary: the device was visually inspected, and it was found in good condition. A second closer visual inspection was performed, and it was found that there was a hole in the pebax with reddish material. The temperature feature was tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found and it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device [30279789l] number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturers reference # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified hole in the pebax. Initially it was reported that the thermocool® smart touch® sf bi-directional navigation catheter was defective. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The unspecified device issue was assessed and not MDR reportable since no patient risk could be identified for this issue. There was no patient consequence or intervention resulting from this device problem. The issue cannot be assessed for patient safety because it is unknown. On january 17, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection it was noted the product revealed no physical damage. On february 5, 2020, after further analysis and testing, a hole was found in the pebax with reddish material inside. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through second visual analysis on february 5, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is february 5, 2020.